Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 302831. Lot: unknown. It was reported by customer that internal portion of syringe broke off inside epidural filter. Verbatim: rcc received a complaint via email. Product information: product code: 302831. Product description: syringe hypo 20cc l/s bx/48. Lot/serial #: unknown. Expiry date: 2027-01-15. Problem information: product concern ticket number: (B)(4). Date of incident: (B)(6) 2024, concern description: internal portion of syringe broke off inside epidural filter. Occurrences: 1 ea. Follow up response received on 05-may-2025. 1) did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? R: during patient care ¿ no injury. 2) could you confirm where exactly the damage occurred, whether luer part or barrel got damaged? R: luer was damaged ¿ broke off in hub of receiving device.

Manufacturer narrative:
(B)(4). Follow up it was reported the internal portion of the syringe broke off inside an epidural filter. Due to the absence of a physical sample, photographic evidence, or lot number, our quality engineering team was unable to conduct a comprehensive investigation. Current quality controls are in place to identify such defects during the production process. Based on the limited investigation, the cause of the reported incident remains undetermined. If you encounter any further issues with our product, we would appreciate the opportunity to perform a thorough analysis. Examination of the involved product may provide insights into the cause of the reported failure.